Manufacturer narrative:
Manufacturers analysis of returned sample found no issues or non-conformances. The relationship between the coopervision and the event could not be confirmed. Should additional information become available, a follow-up report will be submitted as appropriate.

Event description:
This event was reported to the manufacturer by the patient's contact lens prescribing and/or retailing optician as reported to them by the patient. It was reported that the patient experienced a corneal ulcer, confirmed by an unspecified hes location as pseudomonas aeruginosa. The patient reports they were admitted to the hospital on (B)(6) 2025 and discharged on (B)(6) 2025. It is unclear if the patient was admitted for inpatient (overnight) or outpatient care at the hospital facility. As of the date of this report, no additional details of the event have been provided including location or severity of the ulcer, treatments or medications, and patient outcome. This event is being reported due to the reported diagnosis of a microbial (p. Aeruginosa) corneal ulcer. Should further information become available, a follow-up report will be submitted as appropriate.